Manufacturer narrative:
The technician found the casters were swiveling when in brake. The technician replaced the casters to repair the stretcher.

Event description:
Information received indicates the brake is not holding.